Event description:
The reporter states that he obtained the blood glucose comparison of 190 mg/dl and 93 mg/dl on the accu-chek advantage system. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.